Event description:
It was reported that the physician measured 16.5cm and used 12 cm x 9.5mm cylinder with rear tips of 1.5 cm and 3 cm. The physician used it to make the incision smaller during insertion, and the surface of cylinder was torn in the process of putting in the cylinder hard. They did not have the same size, so the physician asked for preparation of a 16 cm x 9.5 mm with a rear tip 0.5 cm to finished the surgery. The event resolved and the patient was stable. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed. The reported allegations was confirmed via product analysis cylinders. Functional testing revealed cylinder 1 passed all testing. Cylinder 2 had a hole in the outer tube due to interaction with a sharp instrument. Cylinder 2 also had metal segments exposed. No escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the physician measured 16.5cm and used 12 cm x 9.5mm cylinder with rear tips of 1.5 cm and 3 cm. The physician used it to make the incision smaller during insertion, and the surface of cylinder was torn in the process of putting in the cylinder hard. They did not have the same size, so the physician asked for preparation of a 16 cm x 9.5 mm with a rear tip 0.5 cm to finished the surgery. The event resolved and the patient was stable. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.